Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced was aphasic and experienced a transient ischemic attack (tia) post procedure with a suspected air embolism during the procedure. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter and faradrive steerable sheath were selected for use. Following the ablation procedure, the patient went aphasic. An angiogram was performed, and a spot was observed, thus, an air embolism was suspected. The patient recovered from their stroke symptoms in 24 hours. Hospitalization beyond the standard of care was required. The patient was later discharged from the hospital and was fully recovered. The date of discharge is unknown. The faradrive sheath is not expected to return for analysis as it was disposed. The return status of the farawave catheter is unknown.